Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Date of event: unknown. Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown part/lot number. Implanted date: unknown due to unknown date of event. Explanted date: device was not explanted. (B)(6). Device manufacture date - unknown due to unknown part/lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The product code/lot# combination number was unknown, which prevented a meaningful review of the device history record and complaint files. [(B)(4)].

Event description:
Per literature review: the article entitled, percutaneous vascular closure using an anchored collagen plug provides effective haemostatis following both antegrade and retrograde femoral arterial punctures, 1078-5884, 2014 european society for vascular surgery, published by eslevier ltd. One hematoma was associated with what was determined to be a successful retrograde deployment. The article was not specific about any treatment for the hematoma but did state there was no need for further intervention regarding bleeding incident. Patient did not require further intervention and were problem-free at routine follow-up at the vascular surgical outpatient clinic. The patient is stable. It is unknown if the patient underwent overnight observation.